Manufacturer narrative:
Analysis: the sample was discarded at the user facility: therefore, evaluation was unable to be performed. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A lot history review revealed no other complaints were reported associated with lot number gfzd4022. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. It was noted the vessel and target lesion were calcified. The calcification of the lesion could have potentially led or contributed to the reported event. Based on the information obtained related to the event and the investigation, a definite root cause cannot be determined. It is unknown if procedural issues contributed to the reported event. UDI number: (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Actual device not evaluated.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was inflated once and allegedly ruptured at eleven atmospheres during treatment of the calcified target lesion. The health care professional (hcp) gain patient access with 6f cook ansel introducer sheath through a 260 guidewire. The hcp performed a pre-dilatation of the target lesion with a 5mm x 100mm dorado pta balloon followed by an atherectomy using a csi 360. The lutonix dcb was prepared normally and negative pressure was established prior to inserting the catheter into the body. Reportedly, the balloon did not fragment and was successfully retrieved from the patient's vasculature. Once removed from the patient, the hcp noted the rupture was longitudinal in nature. Another lutonix dcb of the same size was used to successfully complete the procedure. The sample was discarded by the user facility. No adverse patient effects were reported.